Event description:
It was reported that during a laparoscopic partial nephrectomy procedure, the device was clamped down on a lumbar vessel off of the renal artery and the clip applier cut the lumbar vessel. The jaws stayed closed and they were unable to manually force the jaws open. It was about the fifth clip used. They had to clamp initially to control the bleeding and sutured the vessel. They opened up another device to complete.

Manufacturer narrative:
(B)(4). The device found that it was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the jaws got distorted during the formation of the clip, causing scissoring clips. In order to evaluate the device's internal components, the device was disassembled. Upon disassembling of the device, one jaw ramp was found to be fractured leading the found scissoring clips. One possible cause for the damage found might be excessive loading due to forming a clip over another clip exceeding the structural capability of the jaws. However, an investigation has been initiated to address the potential root cause of the broken jaw issues.